Event description:
It was reported: the patient had a second revision of a tibial baseplate, which had a radiolucent line in the radiographs, and was found to be loose. Hospital still has the implants. The patient did not sign a waiver that would release the explanted baseplate for evaluation by sulzer.